Event description:
Related manufacturer reference number: 2017865-2022-42691. It was reported that a patient presented remotely. Upon examination, the patient's right atrial (ra) lead and right ventricular (rv) lead were both found to have signal artifact. Corrective programming changes were made. No adverse patient consequences were reported.